Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-11884), a solyx single incision sling system (MFR report #3005099803-2013-11961), and an uphold vaginal support system (MFR report #3005099803-2013-11885) were implanted into the patient on (B)(6) 2012. According to the complainant, the patient experienced pain due to eroded mesh, as well as, additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.